Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2026, at which time lead abrasion was visually noted on the body of the rv lead. The patient remained stable throughout the procedure.